Event description:
It was reported that the patient presented in clinic and noted experiencing sharp pains in her chest. During device check, it was found that the patient's pacemaker failed to be interrogated via rf telemetry. Connection was successfully restored. The patient was stable.